Event description:
Bard silicone foley catheter 16fr with 10ml balloon removed postop as ordered -per new protocol communicated via email to nursing staff from bard rep; 9.5ml returned from balloon into syringe by gravity; 0.5ml reinserted to balloon as per protocol. Catheter discontinued; balloon dime sized. No apparent trauma to pt at this point. Trend noted with inability to deflate silicone foley catheters completely. Per instruction from bard rep, still unable to completely deflate balloon.